Event description:
It was reported that the customer experienced an alarm issue, specifically alarm 2 followed by alarm 26, related to an occlusion during insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high¿. Despite attempts to resolve the issue by disconnecting tubing and changing the infusion set and cartridge, the alarms persisted. The customer removed insulin from an old cartridge, although advised it was off-label, and acknowledged the information. The pump displayed a minimum fill notification, and there were no visible cracks or damage to the cartridge. Technical support assisted with filling and loading a new cartridge and decided to replace the pump. The customer was informed and agreed to use mdi as backup therapy, and instructions were provided for returning the pump within 10 days.